Manufacturer narrative:
This complaint was generated from literature review conducted in post market surveillance (pms) for health authority reporting purposes. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the pms identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Literature article review: de maio, f., dolan, l. A., de luna, v., & weinstein, s. L. (2007). Posterior spine fusion with moss-miami instrumentation for adolescent idiopathic scoliosis: radiographic, clinical and patient-centered outcomes. The iowa orthopaedic journal,27, 28. N=1: post-op pain and cosmesis.